Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump, the forceps elevator was raised/lowered three times during aspiration, aspiration was done with both positions of the suction valve, and the air/water channel was flushed with water and air with the cleaning adapter. During manual cleaning, a passing leak test was performed and the detergent used was schulke gigazyme. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The device was rinsed before manual disinfectant and all channels were flushed and immersed into disinfectant solution. The channels were flushed with filtered water and the concentration and expiration date of the disinfectant was controlled. The automated endoscope reprocessor (aer) used was and olympus etd double with secusept active, olympus endodis, and olympus endoact. All channels were connected with tubes when setting up the endoscope into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was not controlled and the filter was not replaced periodically in accordance with the instructions for use. The device was dried by the dry process of the aer and stored in a simple cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing did not detect microbiological contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following non-reportable malfunctions: the suction cylinder had no color; the plug unit had a scratch; due to damage on the charged coupled device unit, a noisy image occurred; due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; the light guide lens had a crack; the connecting tube had a scratch; the universal cord had a wrinkle. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for an unexpected contamination. Upon follow up with the customer, it was reported that the affected device was used in three procedures while waiting for culture test results. The user did not report any patient infection, injury, or serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for the original microbiological culture report, and (B)(6) for additional instances of the device used in procedures.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was difference of recognition on device handling and reprocessing steps between the user and recommendation by olympus. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.